Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, when the user detached the transverse colon, the handle had been fired, but the grip could not be pulled, and it felt stuck. Another handle was used with the same reload to resolve the issue. There was no patient injury.